Event description:
It is reported that the physician attempted to use the stent off label in subclavian artery. He dialed the delivery system twice, and half of the stent deployed. Then the physician attempted to pull back the whole stent, and the stent deployed. It was noticed that 1 cm of the stent was hanging out into the aorta. The target lesion was 7/8mm in diameter and 20mm in length. Pre-procedure stenosis was 95%. The lesion was extremely calcified and moderately tortuous. The physician accessed the radial artery to treat the left subclavian. A 6f terumo sheath introducer was used. The sds did not pass through any acute bends or encounter any difficulty while tracking to the lesion. The lesion was pre-dilated with a powerflex 7 x 20mm balloon at 10atm. After pre-dilation there was 70% stenosis. Visipaque contrast was used, mixed with heparin and saline. Contrast to fluid ration was 50/50. The smart control locking pin was in place during advancement and removed prior to attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. After the stent was partially deployed, the physician attempted to recapture but was unable. There was no injury to the patient.

Manufacturer narrative:
The smart control stent is a self-expanding stent and is not designed to be recaptured into the delivery sheath once deployment is initiated. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.